Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2015; dtma1q1 crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system and a capped lead were explanted due to an infection. It was also noted that vegetation was observed on the leads. No further patient complications have been reported as a result of this event.